Manufacturer narrative:
E1: patient city: (B)(6) patient country: egypt

Event description:
Reference number (B)(4) event occurred in the egypt it was reported that patient faced an event where infusion set tube was found damaged.the infusion set was in use for 1 day. Blood glucose at the time of event was noticed 450 mg/dl. No further information was available.